Manufacturer narrative:
Summary of additional information received july 22, 2015. The physician made an initial attempt to procure a split-thickness skin grafts at 12.5 thousands of an inch with a padgett dermatome device. The device yielded only a small strip of skin and appeared to fail considerably in terms of harvesting skin on the right side of the anticipated graft site. The procured skin was not enough to resurface the entire (target) area. It was assumed the blade might have been faulty so the dermatome was disassembled and new blade was obtained. Another attempt to procure the skin graft was made. The same thing happened again - the device failed to harvest any graft at all from the right two-thirds of the anticipated harvest site .this graft was also "somewhat choppy and shredded." It was decided the device was faulty. It was sent for repair. The patient suffered abrasions on the left thigh measuring 12 5 thousands of an inch deep. A second graft was required due to the device malfunction. The pieces of skin that were lifted with the device were replaced on the harvest sites on the right thigh and the area was dressed. Currently, the patient is healed without issue. The customer did not clarify if padgett/lintegra dermatome blades were used with the padgett dermatome for this event. Integra completed its internal investigation august 13, 2015. The investigation included: method, review of device history records, review of complaint management database for similar complaints. Results: a DHR review cannot be performed at this time as the lot number was not provided or was the product sent in for inspection. No manufacturing or design related trend has been identified. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. Please note, per the IFU "the actual thickness of the harvested tissue is highly dependent upon the operator technique and the condition of the tissue being harvested." If end-user continues to experience issues with graft quality, further training is recommended.

Event description:
It was reported via volunteer maude report #mw5041496, (B)(6) 2015; patient injury that required intervention. Electric pagett dermatome did not work properly during procedure for use in split-thickness skin graft. Zimmer air dermatome was then used to obtain split-thickness skin graft. Zimmer air dermatome was then used to obtain split-thickness skin graft, patient's right thigh used. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.